Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. The technical investigation showed that balloon is well folded and shows no signs of inflation. Judging from the x-ray markers, the stent is displaced on the balloon by about 12 mm in distal direction. The stent is also severely deformed at its proximal end, i.e. Several struts are strongly bent outwards. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted investigation, no manufacturing related root cause could be identified. The treating physician rated the occurrence as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
There was a type iii cs/IV perforation in the prox. Lad in an unstented area due to a geographic miss while overlapping des stents. The pk papyrus covered stent system was inserted into the 6f guide catheter and resistance was experienced while coming through the guide in the subclavian area (still in the guide). The operator noted the stent appeared to start dislodging from the stent delivery system. The stent, stent delivery system, and guide catheter were all successfully removed. The patients perforation improved with complete resolution of the effusion and was subsequently discharged two days post op.